Event description:
The patient had 3 endeavor sprint rx stents implanted on the day of the index procedure: one in the proximal lcx, one in the first left posterolateral branch and one in the mid lad. The patient also underwent a staged procedure approximately 3 weeks from index procedure and had another endeavor sprint rx implanted in the mid rca. Approximately 5 months after the index procedure, the patient suffered from a gi bleed that was identified due to dark stool. Patient did not have abdominal pain and was admitted for IV hydration, IV protonix and underwent a blood transfusion. Edg/colon revealed gastritis and no active bleed. The patient was discharged and recovered with treatment. Reference MFR report numbers 9612164-2011-00679, 00681 and 00682.

Manufacturer narrative:
(B)(4). Results: (gi bleed). Conclusions: no conclusion can be drawn.